Event description:
Clinic notes dated (B)(6) 2013 were received which state that since the last visit, (B)(6) 2013, the patient's seizure frequency increased as reflected by the seizure frequency being 0.95 at this visit and 0.4 at the last visit. In the last 42 days, the patient had 40 seizures. Four of these seizures were during sleep, fourteen were due to odors, four were due to emotional upsets, nine were due to the ringing of the cell phone, two were major motor seizures, and nine just happened. Per the notes, essentially, it appears that since the last visit, the overall condition of the patient has somewhat worsened. The longest seizures free interval according to the patient has reduced down to three days and the patient did not know exactly how many seizures he was able to stop with his manual magnetic device. The patient stated the number was 34, but this was not very clear. The patient's vns device was interrogated. The physician tried to increase the frequency to 20 hz, but the patient became uncomfortable with this setting, so the physician lowered the frequency down to 10 hz and that made him comfortable. Diagnostics indicated that despite the patient being given 3.5 ma current, he was only receiving 1 ma despite normal impedance. The physician states in the notes that this suggests evidence of impending failure with the vns generator and could be the reason for the current increase in seizure frequency and other parameters i.e. Deterioration. The physician has referred the patient for vns replacement surgery; however, surgery has not occurred to date. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Event description:
Additional information was received that the patient was re-implanted. The explanted product was discarded and will not be returned to the manufacturer for evaluation.